Manufacturer narrative:
The lead remains in service at this time. Additional information has been requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. There was ra noise and oversensed observed resulting in inappropriate atrial tachy response episodes and pacing inhibition. It was noted that the ra intrinsic amplitude had dropped. Technical services discussed evaluating the lead in the clinic as it appeared to be a lead fracture. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. There was ra noise and oversensed observed resulting in inappropriate atrial tachy response episodes and pacing inhibition. It was noted that the ra intrinsic amplitude had dropped. Technical services discussed evaluating the lead in the clinic as it appeared to be a lead fracture. No adverse patient effects were reported. Additional information was received that isometrics and pocket manipulation were preformed in which noise was able to be recreated. Reprogramming was performed and the patient was referred to their electrophysiologist. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.